Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, a shaft break occurred. While preparing the 3.00x12mm taxus express2 drug eluting stent (des), the shaft of the device bent and then broke outside of the patient. The device never entered the patient and another of the same device was used to successfully complete the procedure. No patient complications were reported with the patient's current condition listed as "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.